Event description:
The customer reported that his insulin pump has scratches in the display window, and it happened in the accident. The customer has been off the device for a while due to other health problems. The customer mentioned having an accident in 2009 while driving a motorcycle and was hospitalized. The caller stated that the blood glucose was unknown at the time. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with scratched display window.